Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application was not making an alert sound. No additional patient or event information is available.